Event description:
Dilation and evacuation machine was noted to have less suction than usual during a procedure. The pt underwent an ultrasound which showed a small amount of tissue remaining. The machine was checked, and it was discovered that the plastic filter housing was cracked resulting in less suction. This was replaced and vacuum was verified to 68 cm of mercury. The pt returned the following day for a repeat procedure. A small amount of tissue was suctioned.